Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this pacemaker and the two other manufacturer's leads exhibited noise, oversensing and pacing inhibition. There was no asystole. Surgical intervention was performed to explant the device and abandon the leads. A new system was implanted. No adverse patient effects were reported.